Manufacturer narrative:
This report has been identified as b. Braun medical inc. (B)(4).. Multiple follow-up attempts with the reporter to obtain additional information were unsuccessful. The actual device involved in the reported incident was not returned for evaluation. Without the actual sample or lot number, a thorough evaluation could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
Reports incidents of air in the tubing line once the tubing is primed and blood is being administered. This has occurred four times within a week. The physician was able to draw the air out of the line. There was no patient injury reported.